Event description:
It was reported that the customer had high blood glucose levels of 135 mg/dl. The customer reported a couple of cracks on the insulin pump. The customer reported that a square piece was missing from the battery compartment. The customer also reported that there was a crack at the top of the reservoir compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and broken battery tube threads.